Manufacturer narrative:
(B)(4). Insulin pump received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. Insulin pump received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails

Event description:
Information received by medtronic indicated that the insulin pump had cracked and exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.